Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 354 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 191 mg/dl and 182 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2017. Customer stated he tests six times a day. Customer stated he has not used the meter for a while. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he would compare the true metrix meter with his other meter and the trueresults meter and the results are always high. Customer states that with his other meters he would get results only a few units apart but with the true metrix he would get a big difference. Customer have not use the meter for a while now. Customer states that if his sugar is low and he is having symptoms of low blood sugar the meter will still get high reading. Customer normal glucose range is 150-160mg/dl fasting and he test 6 times a day.